Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent malposition, microstent-iris touch, ocular inflammation, elevated iop, ocular pain, blurry vision and microstent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6), 2021, the surgeon informed ivantis of his plan to explant the hydrus microstent in a patient due to malposition with iris touch. Postoperative symptoms for this patient were mild pain and discomfort, blurry vision, ocular inflammation, and elevated intraocular pressure (iop). The hydrus microstent was implanted in the left eye of a (B)(6) male patient concurrent with uneventful cataract surgery on (B)(6) 2021. The surgeon encountered resistance when inserting the hydrus microstent. Postoperative medications included topical steroidal, non-steroidal and antibiotic medications. Preoperative iop was 35 mmhg on 2 iop-lowering medications and best corrected visual acuity (bcva) was 20/40-1. On (B)(6) 2021, the patient's iop was 18 mmhg (on the same 2 iop-lowering medications) and bcva was 20/40-2. The surgeon confirmed the microstent inlet was visible in the nasal angle. On (B)(6) 2021, bcva remained 20/40-2 and medicated iop increased to 41 mmhg. The surgeon reported the inlet/transition zone of the microstent was resting on the iris in the nasal angle. On (B)(6) 2021, the surgeon repositioned the microstent to another quadrant. On (B)(6) 2021, iop was 14 mmhg on 4 iop-lowering medications and bcva was 20/50; slit lamp examination showed 2+ ac cells and flare. The surgeon confirmed the microstent was in good position with the microstent inlet visible in the nasal angle and without iris touch. The surgeon reported the patient was stable with a good prognosis.